Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement of 2099 ohms. The lv pace impedance trend indicates the measurements have been gradually increasing since the lead was implanted approximately four months ago. The presenting electrogram appeared normal. The physician will bring the patient into the clinic to evaluate the impedance. The lead remains in-service. No patient symptoms or adverse patient effects were reported.